Event description:
Dr reported that a patient was injected with about 2 syringes of coaptite, for a urethral bulking procedure, in 2006. It was reported, that the patient is still in urinary retention one week post injection and is self-catheterizing.

Manufacturer narrative:
During follow-up with the physician, it was reported that a foley catheter was inserted prior to the patient's release. The patient returned for a follow-up visit two weeks later in which all symptoms had resolved. The device history records indicate that coaptite lot 1002381 met specifications at the time of release.